Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the flo-gard infusion pump was serviced on-site. A visual inspection, alarm log review, internal battery test and a power on self-test were performed. During the power on self-test and the alarm log review evidence of the f-94 alarm was found. This alarm was caused by an inoperative battery. The battery was replaced to fix the reported condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.